Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient's battery was dead, the patient was non-complaint, and the system was explanted. The patient was being re-implanted today with a new battery and leads. The patient was doing well. If additional information is received, a supplemental report will be submitted.